Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 163 mg/dl. The mother of the customer would like to participate in the voluntary recall of the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. The mother of the customer has reported that there are times when the daughter has accidentally delivered her own insulin. No additional information was provided.